Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -10.0/2.0/101 (sphere/cylinder/axis) implantable collamer lens was torn during loading into the injector. There was no patient contact. On (B)(6) 2022 a lens of different power was implanted into the eye. This resolved the problem. Cause of the event is unknown.